Event description:
Since having the essure product put into my body I have had joint pain, nausea, bloating, weight gain, fatigue, skin issues (acne), abdominal pain, very heavy bleeding with clots that lasts 2-3 weeks, high blood pressure light headedness.